Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient implanted with right atrial (ra) lead fell a month ago and the physician found out recently that one of the lead was fractured. There was no further information provided. As of this time, the lead remains in service. No adverse patient effects reported.